Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 5 of 5, while the hp was connected. The technical service representative (tsr) explained the alarm. The hp was going to discard the supplies and finish the therapy using a manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.